Manufacturer narrative:
D10 concomitant products: egia60amt egia 60 artic med thick sulu (lot#:p3d0337), sigphandle, sig power sigphandle handle (serial#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopy assisted distal gastrectomy, during the second firing of the stapler for the first gastric firing, the firing stopped. The resection was not close to the pyloric ring, but rather in the middle of the stomach. When the jaw was opened, the surgeon thought that the firing was completed, but only a small number of staples were separated. The firing had been done only up to about three centimeters, and two staples were sticking out at the end. The staples were properly inserted for about 2 centimeters. The staples also remained in u-shape. The distal staple line was not done at all, and the staple pusher was not pushed. The jaw was noted to be slightly bent. The second gastric firing was done and was shot without issues. The third gastric firing removed the uncut portion of the staple line.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.